Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat secondary cystocele, first degree rectocele, status-post sling and repair and extensive scarring. It was reported that the patient underwent the concurrent procedures of cystocele and rectocele repair, take down of extensive adhesions during mesh implantation.

Manufacturer narrative:
(B)(4): it was reported that after insertion the patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of three medwatches being submitted. See also medwatch 2210968-2013-02096 and medwatch 2210968-2013-02094. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-02096 and medwatch 2210968-2013-02094. The same patient is represented in each medwatch.

Manufacturer narrative:
.